Event description:
It was reported that on boot up the system displayed a message that it did not load properly, the system needs to be rebooted. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, general purpose operating system (gpos), and the real time operating system (rtos) were installed during the service call. The system was tested and found to be working as intended and put back into service.